Event description:
It was reported that during equipment testing by the sales representative at the user facility, metal shavings fell out of the device. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated during the functional evaluation. However, the attachment was disassembled for visual inspection and he found corrosion on the thrust washer and rear bearing. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing by the sales representative at the user facility, metal shavings fell out of the device. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.